Event description:
The customer reported the unit alarms on screen blower temperature high. The customer states unit alarmed diagnostic error code "blower temp high" while on a patient. The customer confirmed error temperature high 964. The customer noted code "blower temp high" in error log. The unit gave visual alarm, the audible alarm unknown. The remote service engineer (rse) advised customer to check filter at back of unit for cleanliness and check if cooling fan is operational. Also, if fan is operational, replace blower assembly to correct. The customer replaced the blower assembly to resolve the issue. The unit was tested and it was returned to service. The device was in use. There was no patient or user harm reported when the ventilator was changed out.

Manufacturer narrative:
The removed blower motor assembly was returned to the failure investigation lab (fi). A visual inspection revealed no obvious dust or debris on unit, no signs of mechanical damage of physical mishandling, no obvious indications of electrical overstress or overheating and no signs of wear on connector or cabling. The blower spins freely. The fi technician installed the blower motor assembly into a fi ventilator to duplicate the reported issue. The blower motor assembly was tested and could not verify the customer complaint, no fault found. The returned blower passed all testing.